Manufacturer narrative:
Based on available information, the event likely took place since the original implant date.

Event description:
It was reported that patient experienced itching at the midline incision since the original implant date. It was mentioned that it could be from an allergic reaction to any of the components in the stimulator. The patient has been using benadryl cream and lidoderm patches to help with the symptoms. No visual symptoms at the incision site and everything is well healed.